Event description:
It was reported that the patient experienced shortness of breath and was unable to feel the vibratory notifications. An output issue was observed. The device was explanted and replaced.

Manufacturer narrative:
The reported field event of a suspected device malfunction was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
New information received notes that in (B)(6) or (B)(6) 2013, the patient requested the device be reset to save battery life. A month later, the patient felt lightheaded and out of breath. The patient was going into atrial fibrillation, but was synchronized. The physician informed the patient the device settings were too low.